Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked from an unspecified location. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, h6 component codes, h6 investigation codes, h11. B5: the products leaked at the valve site. This occurred during compounding in the compounding pharmacy. H4: the lot was manufactured february 18-19, 2025. H11: the actual devices were not available; however, eighteen (18) unopened companion samples were received for evaluation. Visual inspection on the companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on two (2) companion samples, and no issue of leaks was observed or encountered during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.